Event description:
A consumer called to report that consumer had been treated for "flare-ups" following intraocular lens implant surgery. Consumer did not provide details regarding symptoms or treatment. Additional information has been requested from the implanting surgeon.

Event description:
Additional information was provided by the implating surgeon. She states that the pt was under their care for the early postoperative period. During this time, she did not observe any inflammatory or abnormal postoperative problems.

Event description:
Additional info was provided by the implanting surgeon. The patient complained of diplopia on the 1st postop day, but this resolved on the 2n postop day. The patient's va on the second postop day was 20/25+ and the patient returned home of the third postop day. The surgeon has not seen the patient since she returned home. The surgeron last spoke with the patient in 2001. At that time, according to the patient, she had improved but was not clear of recurrent inflammation. The surgeon does not feel the patient's reported complaint (flare-ups) is related to the intraocular lens (iol) and she does not feel that the product malfunctioned.